Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed in the laa. After the device was deployed contrast was injected. At this time it was found that the patient had a pericardial effusion. The physician gave the patient protamine as the preparations for a pericardiocentesis were being performed. The physician recaptured the closure device and completely removed the device and sheath from the left side of the heart. The physician performed the pericardiocentesis and as blood was pulled off it was re-administered to the patient. The patients blood pressure began to drop and it was decided to bring the patient to the surgeon in the operating room. During surgery it was noted that there was a hole from the device so the patient received a staple to fix this. The surgeon ligated the patients laa during surgery. The patient recovered well from these events and surgery. They are stable and doing well. The patient has since been discharged from the hospital and is off of blood thinners.